Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with luer lock adapter leaked from the female side of one of the two luer lock adaptors. The reporter stated the leak was at the connection of the adaptors. This occurred during patient infusion of an unspecified drug. The reporter stated that the extension set was used transfer the drug from one intravenous (IV) bag to another IV bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) crack was added. The leak was observed after the connection with the second set. Upon further examination of the product, the customer observed that the connector of the second set had a fine crack. This occurred during priming. There was no patient involvement. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.